Event description:
It was reported that the pt was seen at clinic for 6 month mapping appointment on (B)(6) 2010. Word recognition scores had declined to 16% versus scores of 80% or better previously. All internal equipment has been exchanged. Testing carried out on (B)(6) and (B)(6) are all within normal limits. The pt was seen again on (B)(6) and the pt's word recognition scores are deteriorated to 8%. She also reports a popping sound when people talk.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.